Event description:
It was reported that the device showed a high current consumption alert at follow-up. It was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection, revealing no anomalies. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2022, as a result of the detection of invalid memory content. The device was successfully re-initialized afterwards. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. To ensure patient safety, the safety backup parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.